Manufacturer narrative:
Medical device lot #: unknown medical device expiration date: unknown device manufacture date: unknown results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported during use of an unspecified syringe and needle a patient was receiving medication injection. When patient¿s mother pulled the needle out of skin, ¿medication kept shooting out of the needle.¿ patient's mother tried a second time, the same issue occurred and the medication continued to stream out of needle after the injection. After both injections, the dose window showed zero. The patient¿s mom was concerned that if she had to leave the needle in her son for any longer than five seconds he would be getting too much of the dose. Corrective treatment and laboratory results were not reported. There was no report of injury or medical intervention